Event description:
It was reported that the septum of the middle of three ports of an interlink continu-flo administration set collapsed and leaked. This occurred during infusion of 0.9% normal saline solution, versed, and fentanyl for moderate sedation. The reporter stated that the nurse attempted to inject fentanyl into the port, but felt resistance. The fentanyl ¿was pushed out of the tubing and leaked onto the floor.¿ blood was then noted to be backing up into the tubing. The reporter stated that the nurse disconnected the tubing from the patient; however, the patient lost approximately 5cc of blood that had backed up into the tubing. Upon inspection of the tubing, the septum of the port was reported to be pulling away from the hard plastic of the port. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.